Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing residual air from the cartridge. Tandem technical support educated the customer to complete cartridge air removal step prior to filling the cartridge. Customer continued to use existing cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.